Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check, it was observed that patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to correct device information. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog # and unique identifier (UDI) #. Updated g1-g2 for follow-up report submitter, g5 for PMA/510(k) and g7 for report type and follow-up number. Updated h2 for follow-up type.. Lot number information is unknown.